Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up post radiation therapy low r waves and undersensed ventricular events were noted on ventricular tachycardia (vt) episodes on electrograms (egm). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.